Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
This MDR was created in error. The device was also reported on (B)(4) / MDR 3030677-2016-01319. This report is a duplicate of (B)(4) and will be closed as such. (B)(4).

Manufacturer narrative:
(B)(4).